Event description:
It was reported the patient will have his artificial urinary sphincter (aus) removed and replaced due to recurring incontinence on a future date. No further patient complications were reported in relation to this event. Additional information was reported that this patient's pressure regulating balloon migrated, and the cuff is no longer located on the bulbar urethra. Additional information was received that this patient's incontinence resolved and evolved back into incontinence and the patient ended up with a fistula and pump extrusion. The patient had his aus removed and replaced. This report was previously submitted via asr: report ID number for the event: (B)(4). Quarter/year if the initial asr report submitted to FDA: q2 2018 asr exemption number: e1997037.